Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Further data has been requested but has not been made available. Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall .

Event description:
A v60 ventilator stopped working while in use on a patient with an alarm of 100a. Patient harm was not reported.

Manufacturer narrative:
On (B)(6) 2017, the fse performed the required performance tests and all test passed. The cable was replaced and machine is ready service. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.